Event description:
According to the reporter, during a laparoscopic gastroplasty, the entero area stapling was normally performed, but when the surgeon performed the blue test, there was bleeding in the stapling line. The surgeon did manual suture to resolve the issue. The surgical time was extended for more than an hour. The patient is currently stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.